Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not on the list. A technical support specialist (tss) connected to the server and found patient to be in the discharge list. Then explained to the customer and was able to undo the discharge to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The tss did not indicate how the patient ended up on the discharge list, it is unknown if this was a user error.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es multiple patients were not on list. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.